Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> the product was returned to ethicon for evaluation. Two empty pouch packets were received for analysis. Product code 411961. Upon visual inspection of the returned sample, it was noted that the packages were empty. In further investigation of the pouches revealed that the packets were totally opened. Therefore, it could not be determined the assignable cause. The seal areas of the pouch packets were inspected, and the seal print evidence could be observed within the perimeters of the foil pouches, suggesting that the packages were properly sealed. Due to the condition of the returned sample, no conclusion could be reached on the cause of the reported event. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and an absorbable hemostat was used. When preparing for or and picking product the nurse found the surgicel foil not sealed and empty. No product envelope och surgicel fibrillar. No adverse patient consequences were reported. Additional information was requested